Event description:
It was reported that during a gastric bypass procedure, on the fifth firing, while using a blue reload, the gray handle broke off during the firing. The device did not deliver a cut line, but the staples were delivered and formed properly. The device did have a higher resistance during this firing. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Firing trigger teeth. Eval summary: the analysis results found that the ats45 device was received with the firing trigger broken and with a 6r45b reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempting to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that 100% inspections takes place during mfg to ensure the device meets the required specifications; (B)(4). A batch history record review was performed and no anomalies were found during the mfg process.